Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of an emboshield nav6, after pulling the filter into the delivery catheter (dc), it was found that the tip of the dc was cracked. The device was not used and there was no patient involvement. Another same size nav6 was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported break was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents and/or complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. Evaluation of the returned device was unable to confirm the reported complaint as there was no break noted to the filtration element or delivery catheter. It may be possible that the bend at the tip of the barewire was mistaken for damage to the delivery catheter; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.